Event description:
The customer obtained multiple, non-reproducible, higher than expected vitros hcg results (patient 1 = 10.88, patient 2 = 14.45, patient 3 = 150 vs. Expected results < 2.39 miu/ml) from three different patient samples processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the affected results were identified due to patient history and repeated prior to reporting. There was no report of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, non-reproducible, higher than expected vitros hcg results were obtained from three different patient samples while using the vitros eciq immunodiagnostic system. There is no evidence that an instrument related and/or a reagent related issue contributed to the event. The investigation could not determine a definitive root cause. However, a pre-analytical sample processing issue cannot be ruled out as a contributing factor.